Event description:
Procedure: cholecystectomy. Reportedly, the clips did not close correctly which resulted in leakage of the gall bladder. Surgery was converted from endoscopic to an open procedure to correct this condition.